Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the allegation was confirmed due to a defective printed circuit board component. Additional issues were identified during the device evaluation: the fan had an abnormal rotation due to the malfunction of the printed circuit board, and two (2) screws were missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the display screen on the loaner high-definition liquid crystal display monitor was blacked out when used with a standard set. No patient or procedure involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image and temporary blackout was due to failure of the printed circuit board. The cause of the faulty qb board could not be identifed. Olympus will continue to monitor field performance for this device.